Manufacturer narrative:
A user facility reported that they had multiple reports throughout 2024 regarding issues with this product. The reporter alleged that due to a lack of human-factors design, the eco canisters are being set up by nursing staff with the suction regulator tubing connected to the patient port and the vacuum port connected to the patient. The foam filter then gets saturated with secretions/fluid and suction is lost, often at a critical moment in patient care. The entire canister must be replaced to restore suction. Further information from the hospital was also received detailing twelve incidents or near misses that occurred. This report stated "the patient has an ngt and the canister has had little to no output all day. Troubleshooting had been done all day to verify ngt placement which showed that it was in the correct spot. Around 2000 today a final assessment was conducted and found that the ngt canister had the patient port to wall suction and the suction port was connected to the patient. The canister was then promptly changed and correctly set up and the patient's gastric output was assessed with still no output so there was no harm caused to the patient, but it is something to be brought up to make sure that in the future the canister is properly set up. Luckily the patient has had no complaints of nausea or discomfort for the day, but they did report that the canister had last been changed around 2300 on 4/16/2024. ." Near miss reported by no harm. This is 6 of 12. This complaint has been reviewed by our regulatory, quality, engineering, marketing, and manufacturing departments. Please see a brief summary of our assessment below. The instructions for use (IFU) included with the 1500cc and 2500cc eco rigid canisters were assessed and it was determined that it provides clear and appropriate instructions on how to identify the different ports and connect various setups to the vacuum system. The risk analysis document for the eco rigid canister maintained in accordance is iso 14971 was also reviewed and it was confirmed that a specific risk stating, "ports are difficult to identify" is included in the risk analysis. This risk is mitigated by device labeling, product design (labeling/icons embossed directly on product), in-process inspection, and training of end users and in-services at hospitals. Additional training literature is also available. This literature describes specific set up instructions for the 1200cc, 1500cc, and 2500cc eco rigid canisters. Specifically, it was stated in the complaint, "with our previous product, the vacuum port was in the center, allowing for easy identification." The lids of both the 1500cc and 2500cc eco rigid canisters, 71-8003 and 71-8004, have the vacuum port clearly identified with the word "vacuum" and has a raised triangle beneath the port distinguishing it from the other ports. Following this review, deroyal has concluded that no redesign is indicated at this time and human factors design has been appropriately applied as the current design including the labeling, risk documentation, and training were all confirmed to be adequate factors to appropriately reduce the risk of misidentification of ports. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: the root cause of this complaint was found to be user error. Corrective or preventive actions: because the root cause was found to be user error and the investigation showed that the canister's labeling, risk documents, and product design, in-process inspections, and training of end users was appropriate for proper identification of vacuum and patient ports, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported that they had multiple reports throughout 2024 regarding issues with this product. The reporter alleged that due to a lack of human-factors design, the eco canisters are being set up by nursing staff with the suction regulator tubing connected to the patient port and the vacuum port connected to the patient. The foam filter then gets saturated with secretions/fluid and suction is lost, often at a critical moment in patient care. The entire canister must be replaced to restore suction. Further information from the hospital was also received detailing twelve incidents or near misses that occurred. This report stated "the patient has an ngt and the canister has had little to no output all day. Troubleshooting had been done all day to verify ngt placement which showed that it was in the correct spot. Around 2000 today a final assessment was conducted and found that the ngt canister had the patient port to wall suction and the suction port was connected to the patient. The canister was then promptly changed and correctly set up and the patient's gastric output was assessed with still no output so there was no harm caused to the patient, but it is something to be brought up to make sure that in the future the canister is properly set up. Luckily the patient has had no complaints of nausea or discomfort for the day, but they did report that the canister had last been changed around 2300 on (B)(6) 2024." Near miss reported by no harm. This is 6 of 12.